Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stem reamer would not accept any of the stem trials.

Manufacturer narrative:
Functional examination found the device to assemble with manual force. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code 217860030 did not find any additional reports. No evidence was found of product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.